Event description:
A malfunction was reported with the customer's pump displaying malfunction code 21. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump and advised the customer to use multiple daily injections (mdi) as a backup therapy. The customer was informed they would receive a pump with updated software and instructed on returning the malfunctioning pump within 10 days to avoid charges. The necessity to program settings and connect their continuous glucose monitor (cgm) with the replacement pump was conveyed to the customer, who understood and acknowledged all instructions.